Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ii us mr 3.50 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts on the mid to distal stent strut rows were noted to be lifted and pulled in a distal direction over the distal balloon cone. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 11dec2019. It was reported that device interaction occurred. A 3.50x38mm synergy ii drug-eluting stent was advanced for treatment. However, it was that the stent interacted with a 7fr non-bsc rapid exchange guide catheter. A new stent was used and completed the procedure. No patient complications were reported. However, returned device analysis revealed stent damaged.